Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the customer states that the scope was cultured and sampled. It is not able to be determined as to what part/location of the device that the microorganisms were detected from as the channels are not isolated from each other for their cultures. The first culture on (B)(6) 2020 mold was found and on the second culture on (B)(6) 2020 it showed that growth was present without pathogen representation. Their algorithm does not drill down the organism type but rather they use a hospital approved rule-out system for high-risk pathogens. The device was not used on a patient with known infection of the same microorganism. The device sampling and culturing is standard. There is a test and hold protocol for every scope, every time. The scope was reprocessed on (B)(6) 2020. The method for testing scopes is a test and hold method. The scopes are not used on a patient until they are freed from the culture using a hospital approved algorithm. The scope is not eto sterilized. The system 1e is used, which is a cold liquid sterilizer. No patient infection occurred. There were no patients infected and no patients were cultured. They exclude concerning organisms, and do not ID non-concerning organisms. The first culture resulted in mold and failed the internal algorithm by design. After recleaning, rerunning, rehanging and reculturing, the second culture resulted in >100 col of non-concerning organisms or non-pathogens, which exceeded the acceptable threshold of our culture algorithm. No pathogens were found. The cleaning and disinfectant solutions used with the endoscope are intercept for manual cleaning, steris system 1e with s40 for cold liquid sterilization. The minimum effective concentration is checked every cycle. The type of aer being used to reprocess the endoscope is a steris system 1e. There have not been any issues noted with the aer. The endoscope channel is being brushed during manual cleaning. A single use brush is being used to brush the channels. The brush being used is an olympus. The model of the brush was unable to be provided. Pre-cleaning is being performed immediately after a procedure. The pre-cleaning is being performed per the manufacturers requirements. The endoscope is being leak tested prior to manual cleaning. The leak tester is a veriscan lt. There have not been any issues noted with the aer. The last pm for the aer was (B)(6) 2021. The date of the last reprocessing in-service conducted by their olympus endoscopy support specialist is unknown. There has not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in an approved storage cabinet in a clean equipment room.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer investigation. A visual inspection of the biopsy and suction channels. The biopsy channel was inspected using an olympus boroscope. Found slight kinks near the distal end side of the biopsy channel, and a very light stain along the channel wall. The light stain was located near the middle of the insertion tube, in relation to the biopsy channel. The suction channel was also inspected with the boroscope and no issues were noted. The video scope is leaking at the seam of the c-body at the distal end. The customer declined to have the scope sent to the independent laboratory for microbial testing. The endoscopy support specialist (ess) reported no deviation with the user facility¿s reprocessing methods. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: though it is difficult to specify, we presume the cause of germs detected, via the result of culture test performed by the user and device inspection result as follows: reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. Occurrence of contamination during sampling for culture test. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. It was confirmed the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer states that the scope failed culture twice. The scope is cultured after every case, and thus, there was no increased chance of patient infection. The scope had been sent in and tested negative for pathogens, but positive for either non-pathogenic mold, or bacteria.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the scope cultured positive for an unknown organism. There was no patient involvement.